Event description:
Reportedly, the device was explanted after an implant duration of 1.9 months due to unknown reasons. There is no other information indicated to suggest that another device was implanted in this position. Another device for this patient was explanted on the same date. No further details were provided. The device was discarded at hospital and is unavailable for return and evaluation. This information was learned from the implantation data card completed by the hospital or staff and returned to the foreign, implant patient registry.

Manufacturer narrative:
No surgeon or detailed patient information was provided; therefore, no operative report is available. No additional information was provided. No customer letter is required, this is for report only. This was determined reportable per edwards lifesciences procedures. Device not returned to manufacturer.

Manufacturer narrative:
No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.